Event description:
It was reported that the biomed stated the arctic sun device displayed enter current password. Per additional information updated from ttm on 20jan2025, biomed had device powered on but display was not working. Transferred to ttm remote support vm and sent call details via teams message for follow up. Sn (B)(6). Per review of wo notes coin cell repair. Per sample evaluation results on 18mar2026, mixing pump failed to fill chiller tank, initial fill.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was confirmed. The root cause for the reported event is a failed mixing pump. The device was evaluated upon receipt. During evaluation it was found that the mixing pump failed to fill the chiller tank. The customer declined the 2000 hour pm. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device displayed enter current password. Per additional information updated from ttm on 20jan2025, biomed had device powered on but display was not working. Transferred to ttm remote support vm and sent call details via teams message for follow up. Sn (B)(6). Per review of wo notes coin cell repair. Per sample evaluation results on 18mar2026, mixing pump failed to fill chiller tank, initial fill.